Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to perform a meia check and decontaminate lines 1, 3 and 4, replace the reagent and recalibrate. After performing the recommended maintenance, the calibration failed again. The cta asked the customer to replace and calibrate the sample probe and recalibrate with new calibrator with resolution. The cta then instructed the customer to centrifuge the calibrator and recalibrate. After centrifuging, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.